Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported gastrointestinal (gi) bleeding could not be conclusively established through this evaluation. Additionally, a specific cause for the patient's driveline infection could not be conclusively determined. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. This IFU lists infection (local, driveline, and pump pocket) and bleeding as potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The IFU also lists infection as a potential late postimplant complication. The IFU outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Additionally, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that on 17jan2024 the patient developed a driveline infection and a gastrointestinal (gi) bleed. The patient experienced hematochezia. A colonic angiodysplasia and an ulcer were found, and hemostasis was performed. On (B)(6) 2024 the patient was hospitalized and p. Aeruginoda on the driveline exit site was confirmed. Intravenous (IV) antibiotics were administered. On 19feb2024 the patient was still hospitalized and remained on IV antibiotics. The patient was discharged on (B)(6) 2024 due to improved symptoms.